Event description:
The perfusionist reported that during a case the time to rewarm the patient was extended longer than normal. The heater/cooler and oxygenator bracket were checked. No problems were found. The problem was isolated to the oxygenator. There was no adverse patient affect due to the incident.

Manufacturer narrative:
One apex oxygenator was returned to sorin group USA, inc. For evaluation. A visual inspection found cellular deposition on the membrane of the oxygenator module. Debris, having the appearance of mineral deposits from a heater/cooler bath, was found in the water side of the heat exchanger after it was flushed. The oxygenator was subjected to water and blood side pressure testing. Water side pressure drop was within the normal range. However, the blood side pressure drop was above specification at all flow rates. It appears that flow was restricted due to the cellular deposition on the membrane side. The unit was returned to another country's company for further evaluation. A follow-up report will be filed with co's findings.